Manufacturer narrative:
The patient information was requested from customer however, not available. Device evaluation: one (1) patient interface was returned within original packaging, confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, foreign matter, or fibers. The reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the there was debris/foreign matter on the patient interface (pi). This was discovered after patient contact. The pi was switched out and the procedure was completed successfully. No patient injury and/or complications were reported.